Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on performing a pump reset, which resolved the issue, allowing the customer to successfully start their sensor session.